Event description:
It was reported that the patient was waking up wet while using the purewick female external catheter and experienced urinary tract infections because of staying wet. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was waking up wet while using the purewick female external catheter and experienced urinary tract infections because of staying wet. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections. Per follow up by liberator via phone on 20feb2022, it was stated that there was no suction in the purewick urine collection system.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate system design". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. The device is on but is not suctioning properly: ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was waking up wet while using the purewick female external catheter and experienced urinary tract infections because of staying wet. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections. Per follow up by liberator via phone on 20feb2022, it was stated that there was no suction in the purewick urine collection system.